Event description:
A home patient (hp) contacted the baxter technical service center for assistance in ending therapy. The hp was in drain 6 of 6 and cut the patient line because it was tangled, and she thought therapy was complete. The technical service representative (tsr) assisted the hp with ending therapy. The hp still needed to drain but did not have any manual supplies. The hp was refered to her rn by the tsr for further instructions. Per the hp¿s rn, the hp came to the dialysis center the next day to be drained. The rn was not aware that the hp had cut the patient line. The rn agreed to retrain the hp to not cut the patient line during therapy. The rn also stated there was no patient or medical intervention associated with this event.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.